Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid minimum fill message due to going through the load process with 40 units of insulin. Reportedly, the customer's blood glucose level was 370 mg/dl, and was addressed by changing the infusion site and delivering a bolus. Reportedly, the customer loaded a new cartridge onto the pump.